Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, crts 3794010, telph (con): information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient during the trial, was on anti-biotics for 10 days and that tore up his stomach. Patient did not have the hcp's full name. No further complications were reported/anticipated.** **omitted information regarding (B)(4) pain/back ache/challenge to get up.**